Manufacturer narrative:
(B)(4). Device return will not be requested as this is a legal case. The investigation could not be completed; no conclusion could be drawn, as no product was received. Part #: p011255, lot#: 611.105.01s (sterile) - 1.7mm cocr cable with ti crimp 750mm - sterile. Quantity 61. No ncrs were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ part #: p011255, lot#: 611.105.01s (sterile) - 1.7mm cocr cable with ti crimp 750mm - sterile. Quantity 75. No ncrs were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. ¿sterility documentation was reviewed and determined to be conforming.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a patient underwent a revision surgery for a hip replacement on (B)(6) 2016, due to increasing pain in the hip with infection and drainage. The hardware was removed and the infected area was debrided and irrigated. The patient was revised to non-synthes hardware. There was no reported surgical delay; the patient's outcome was reported as stable. The patient was initially implanted with the hardware; a non-synthes total hip system (captured in (B)(4) and (B)(4)) and five (5) synthes cocr cables with titanium crimp on (B)(6) 2007. Concomitant devices reported: depuy s-rom total hip system femoral stem left xxlong (part # 56-3160l, lot # 2131883, quantity #1), depuy s-rom total hip system ztt proximal sleeve (part # 52-1403, lot # 2474892, quantity #1), depuy asr femoral implant (part # 9998-90-253, lot # 2183575, quantity #1), depuy asr taper sleeve adaptor (part # 9998-90-340, lot # 2444685, quantity #1) this report is 4 of 5 for (B)(4).